Event description:
It was reported that after a surgical procedure, there was early loosening of the femoral stem component in right total hip arthroplasty (tha) with/without negative culture result from hip joint aspiration. Insufficient explanation for loosening ¿ suspected aseptic loosening (puncture-negative pji). Periprosthetic edema ¿ presumed internally due to cup overhang. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.